Event description:
The patient reported two 7 unit boluses were delivered without being programmed by the patient. This lead to a prolonged hypoglycemic episode. The patient's blood glucose levels decreased to 3.4 mmol/l (61.2 mg/dl). The patient consumed condensed milk and liquid glucose to treat the hypoglycemia.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.